Event description:
It was reported that during a left sigmoid sinus pta / stenting treatment procedure, the carotid wallstent monorail 8.0x29 did not deploy inside patient. The lesion being treated was not calcified, but was >70% stenotic in a tortuous internal jugular (ij) vein and involved a thrombus at the sigmoide region above the ij vein. The physician used a 7f medikit introducer sheath, and a guidant balance heavy weight (014"/190cm) guidewire and a 7f/100cm cordis envoy guide catheter to access the lesion from the right femoral puncture site. There were no difficulties navigating the system throught the sheath. The reference vessel diameter was 7mm. The lesion was predilated with a cordis amiia 6mmx3cm balloon. The carotid wallstent monorail 8.0x29 did not deploy, therefore, the stent and carrier system were removed together as a unit with the guide catheter. It was reported that the device removal delayed the procedure two hours. The patient's condition remained stable/asymptomatic during this event. The procedure was successfully completed with an 8f sheath, an 8f envoy guiding catheter and a cordis precise 8mmx3cm stent. The patient status is reported as stable with reduced intracranial pressure. Follow-up plans for this patient include outpatient follow up and maintenance of an aspirin / plavix medication regimen.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.